Manufacturer narrative:
Event attributed to: required intervention. Type of reportable events: serious injury.

Event description:
It was reported that bd ultra fine¿ pen needles broke during use. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 320122; batch no.: 8339724. It was reported by the consumer that the pen needle bent after the injection. Additionally, it was reported that one pen needle broke on the top of his skin. Verbatim: consumer reported about bent pen needle on his skin after the injection. Occurence-3. It all occurred on different days 2 needles different days last week. Sample discarded. Advised to save the sample if re occurrence. One pen needle broke on the top of the skin after the injection 2 of the were inside the skin, when he pulled he noticed it was bent. As he was pulling the needle out needle struck on the skin on stomach. He bled. He treated it with the band aid. He told the doctor about it. Doctor advised him to report to us. Offered to send the voucher. Consumer uses the new pen needles for his injection. He rotates the injection site. He visually test the needle to see if it is straight. He firmly attaches the pen needle on to the pen during attachment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use, breaks off during use, needle stick & harm on lot # 8339724. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles broke during use. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no.: 320122, batch no.: 8339724. It was reported by the consumer that the pen needle bent after the injection. Additionally, it was reported that one pen needle broke on the top of his skin. Verbatim: consumer reported about bent pen needle on his skin after the injection. Occurence- 3. It all occurred on different days 2 needles different days last week. Sample discarded. Advised to save the sample if re occurrence. One pen needle broke on the top of the skin after the injection 2 of the were inside the skin, when he pulled he noticed it was bent. As he was pulling the needle out needle struck on the skin on stomach. He bled. He treated it with the band aid. He told the doctor about it. Doctor advised him to report to us. Offered to send the voucher. Consumer uses the new pen needles for his injection. He rotates the injection site. He visually test the needle to see if it is straight. He firmly attaches the pen needle on to the pen during attachment.